Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2021, an 18mm amplatzer amulet occluder was successfully implanted. On (B)(6) 2022, the patient was hospitalized for sudden onset dizziness; tranischemic attack (tia) was suspected. Computed tomography (CT) head was negative for acute intracranial abnormalities. The patient received medication. While hospitalized, white blood cell count was 20 and the patient received medication for leukocytosis. No patient consequences were reported.

Manufacturer narrative:
An event of sudden onset dizziness and trans-ischemic attack was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.health effect - clinical code 4580 removed.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the patient had been admitted to the hospital due to onset of vertigo and headaches. It was noted that the 18mm amplatzer amulet occluder is functioning as intended. The intervention (medications) were not considered emergent to prevent permanent impairment or death. The patient's white blood cell count decreased to 15 prior to discharge and patient tested negative for covid-19. The patient was stable and discharged at the time of report. The cause of the patient's dizziness/vertigo and leukocytosis remain clinically undetermined, but there is no allegation of malfunction against the 18mm amplatzer amulet occluder or procedure.